Event description:
Staff nurse with known allergy to latex used latex gloves over vinyl gloves to perform sterile procedure. Developed itchy swollen eyes, wheezing symptoms continued after leaving work.